Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the hgb blanks shift errors with unstable hgb output and determined the problem to be due to the hgb cuvette. The fse cleaned the hgb cuvette which stabilized the hgb output measurement; however the reading again dropped overnight. The fse then replaced the hgb cuvette (bath) resolving the reported issue. Upon recur, this failure mode could generate erroneous hgb results due to optical failure. (B)(4).

Event description:
A customer reported obtaining high hgb backgrounds on daily checks on their dxh 800 instrument. The customer also report blank shift errors with unstable output. No erroneous results were generated in connection with this event.